Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable, tandem-provided wall power adapter and tandem-provided charging pad. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter, charging pad and usb cable. There was no adverse impact to the customer¿s blood glucose value.